Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accu tni) results that were generated by the unicel dxc 600i synchron access clinical system for multiple patient samples. Customer indicated that in 2008 four (4) patients samples were tested for accu tni and results were in the range of 0.80ng/ml - 3.10ng/ml. The original samples were re-tested and repeated results of 0.02ng/ml were obtained for all 4 patients. It is unclear if the erroneous results were reported out of the lab. There has been no change to treatment or death associated with the results of this event.

Manufacturer narrative:
The specimens were collected in sst and lithium heparin tubes and were centrifuged at 3,400 rpm for 10 minutes. Customer contacted call center regarding imprecision with the cardiac qc. A field applications was on site and performed a preliminary diagnostic testing which failed. Due to this preliminary hardware troubleshooting failure, a field service engineer (fse) was dispatched to further investigate the instrument. However, service details were not supplied at this time. Although hardware may have contributed to this event, a clear root cause is not available to date. A malfunction will be assumed for the purpose of this report.